Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Unclear loosening of univation as on both sides. Patient was in pain. Intraoperatively, the implant simply lifted off. The cement adhered to the imlantate. Striking was a smooth, slightly shiny cut surface of the femur. Tibial was easy to take off with a chisel. Cement adhered to both the implant and the bone. Components in use listed as concomitant devices are: no158z / as univation xf tibia cemented t3 rm. Nl478 / univation f meniscal comp.t3 rm/lm 8mm. All med watch submissions related to this report are: 9610612-2018-00177.